Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons of the insulin pump are hard to press and unresponsive at times. Customer's blood glucose level was 13.9 mmol/l at the time of the incident. The customer was asked to observe if the time clock advances and it does. The customer will receive a replacement insulin pump. The customer will return the insulin pump and would like to get a copy of letter of analysis.

Manufacturer narrative:
Device received with no button response due to broken keypad traces. Unable to perform the self test and displacement test due to no button response.